Manufacturer narrative:
Update to h6 (device code, type of investigation, investigation findings, and investigation conclusions) and h10 to reflect device evaluation. The 26mm sapien 3 ultra valve was returned to edwards for evaluation. Visual inspection revealed the following: one strut bent outward at inflow, one strut bent out at outflow, and all struts exposed through skirt (normal after crimped and used). After the valve was expanded visual inspection revealed, bent struts corrected, frame was distorted/canted, all struts remained exposed through skirt (normal after crimped and used), and leaflets wrinkled and dehydrated due to storage condition (prolonging crimping) during the return handling process. Functional and dimensional testing was not able to be performed due to the condition of the returned device. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history record review was performed and did not reveal any related complaints. The commander delivery system IFU, training mitigations and controls relevant to the reported event of difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force and frame damage is captured in a product risk assessment. Edwards has provided guidelines and instructions to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials. The users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, a step-by-step instruction on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. The users are instructed to correctly orient and lock the delivery system in default position before insertion and for the loader to be fully advanced into the sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. In case of vascular injury, vascular complication management instructions are included for resolution. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed. No potential manufacturing non-conformance were identified. Review of the DHR and lot history review did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, "while advancing the commander delivery system with crimped valve through the esheath, the valve became stuck at a bend in the iliac and could not be pushed any further. After several attempts to advance, it was seen that a valve frame strut bent outwards from the inflow portion of the valve.' Furthermore, it was noted the patient had heavily calcified and tortuous iliacs. Per training manual, "push force can vary due to angle of access and insertion, thv size vessel diameter, tortuosity and degree of calcification. The present of calcification and tortuosity could create a challenging pathway during delivery system insertion through the sheath and lead to resistance and high push force. So if excessive force was applied to overcome the resistance and manipulating the delivery system during device maneuvering (advance/pull back), it could result in bent valve struts.' In this case, available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a conclusive root cause was unable to be determined at this time. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk was previously initiated to investigation the cause and associated with frame damaged during use and corrective action and preventive action (CAPA) was initiated to drive correction actions associated with insertion of the commander delivery system with s3u through the esheath resulting in frame damage.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Resistance was encountered during a transfemoral tavr procedure. During the attempt to advance the sapien 3 ultra valve, a frame strut was bent. An iliac artery tear occurred. As reported by our affiliate in (B)(6), prior to the procedure, it was noted that the patient had heavily calcified and tortuous iliac arteries. The access vessel was pre-dilated with an 18mm dilator and the 14fr esheath was inserted without difficulty. While advancing a 26mm sapien 3 ultra valve and commander delivery system through the esheath, the valve became stuck at a bend in the iliac and could not be pushed any further. After several attempts to advance, it was observed that a valve frame strut was bent outwards from the inflow portion of the valve. An attempted was made to do valve alignment in the esheath but it was still not possible to advance the valve. While the valve and delivery system were still in the esheath, the patient became hemodynamically unstable. On removal of the devices, an iliac tear occurred. CPR was started and vasopressors were given. Resuscitation was attempted but the patient expired.